Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized low blood glucose of high readings. The customer stated that 911 were called because his blood glucose was in the 200s mg/dl then went down to 60 mg/dl. The customer mentioned that he kept eating and sleeping. The customer was not able to troubleshoot during time of call.